Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during femoral recon nail (frn) insertion, the frn nail became stuck in the canal requiring forceful impaction and subsequent extraction. The driving cap/threaded broke off. During the extraction of the frn nail, the two (2) universal chuck with t-handle broke due to forceful extraction. Action taken when the event occurred was extraction of nail, new ream rod inserted and same frn nail was inserted into femur. There was sixty (60) minutes surgical delay. The procedure was completed successfully. This report is for one (1) 9 mm / ti cann frn / gt 380mm / right - sterile. This is report 4 of 4 for complaint (B)(4).